Manufacturer narrative:
(B)(4). Date sent: 6/2/2017. Batch # n90h2y. Additional information was requested and the following was obtained: was the I-blade broken off of the device? Yes. Did the ceramic (on the lower non-moveable jaw) separate or break off? No information. Did the electrode (on the lower non-moveable jaw) separate or break off? No information. Did the detached part fall into the patient? No information. Was the detached part retrieved from the patient? Did this cause a change in the plan of care for the patient? No. The device was returned with the I-blade lower tip broken off returned. The device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the bottom side of the I-blade was broken off. Another device was used to complete the case. There were no adverse consequences to the patient.